Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that the pb840 ventilator's replacement b reath delivery (bd) printed circuit board (pcb) failed the rolling thunder test portion of power on self-test (post). The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed the reported issue, and replaced the bd pcb. The ventilator passed all the tests and calibrations at the time of service. The bd pcb was returned to medtronic for failure investigation. A visual inspection was carried out on the returned component with no anomalies observed. The bd pcb was attached to the failure investigation test ventilator for analysis. The test ventilator failed post generating a "vent inop" condition. Further analysis isolated the issue to the u101 component of the bd pcb. The cause of the observed condition was determined to be faulty component (designator u101) of bd pcb. If this failure occurred during ventilation, the ventilator would generate a "vent inop" condition. The appropriate audio and visual alarms would enunciate. The product history record was reviewed and there were no non-conformances during the build of the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during servicing, the replacement bd (breath delivery) pcba (printed circuit board assembly) for this 840 ventilator did not pass the rolling thunder test portion of post (power on self-test). The ventilator was not in use on a patient at the time of the reported event.